Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) was suspected of having an infection. The patient was on intra-aortic balloon pump (iabp) preoperatively and underwent coronary artery bypass graft surgery x 4 in the morning and while weaning cardiopulmonary bypass (cpb), the patient became hypotensive, and the decision was made to place an impella 5.5 device. The impella 5.5 device was successfully implanted under fluoroscopy and transesophageal echocardiogram via the right axillary artery. The position was optimized and the pump turned on to performance level p-6 with flows of 3.5 liters per minute. Cpb was weaned and the iabp was removed. The patient was transported to the unit on impella mcs in stable condition. Approximately seven days after start of the support, an infection was suspected. Blood cultures were drawn for the suspicion, and the plan was to continue to wean as the patient tolerated. The following day, the automated impella controller (aic) started to have a "loud" fan noise which continued, and consequently, the aic was exchanged without noted incident. The latest update indicates the patient continues on impella mcs and the patient's status is unknown. Additional information was received that stated it is unknown ID the infection was confirmed but the patient was being treated prophylactically with antibiotics.